Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128482 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "while conducting training this morning, the small metal piece in the needle came off and became stuck in the driver in two different insertions. These are incredibly difficult to get out and prohibit using it on another needle if not removed. These were both 25mm needles from the same lot." This report addresses the second insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "while conducting training this morning, the small metal piece in the needle came off and became stuck in the driver in two different insertions. These are incredibly difficult to get out and prohibit using it on another needle if not removed. These were both 25mm needles from the same lot." This report addresses the second insertion.